Event description:
A report was received regarding a patient implanted in 2008 with click x device and two nflex rods who presented post-operatively with back pain. Upon revision, it was reported that the two nflex rods were broken at the l4-l5 level and that l5-s1 was fused, l4-l5 was not fused. The surgeon removed the entire click x implant and two broken nflex rods ranging from level l4 to s1. This is report #10 of 14 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The rods fractured in a location where there is both a thin cross section and a feature acting as a stress riser. The rods have been damaged but this product has shown a past sensitivity to implantation technique. The device may have been subjected to applied stresses or cycles that exceeded the implants ability to resist. The portions of the rods that do not contain the flexible components have slight marks fairly close to the fracture that suggest the middle screws were locked fairly close to the flexible components. The pedicle screws appear to be in good structural condition. The implantation techniques that were being used to implant these devices are unknown. With so little known about the implantation technique a definitive root cause cannot be determined. The design risk assessment was reviewed and found to be adequate for the intended use. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.